Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of broken blade to be related to the customer reported complaint. The harmonic ace instrument was found to have a broken blade at roughly 0.21¿ from the base and the broken piece was not returned. The cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. The blade damage may be detected by the generator with a solid tone or an error. The root cause of the broken instrument blades is typically attributed to mishandling/misuse. Additional observation not reported by site were also identified: the harmonic ace instrument was found to have the teflon pad damage on the clamp arm. As a result, a missing piece, measuring approximately 0.060" x 0.021" in size, was not returned with the instrument and the root cause of this failure is attributed to the mishandling/misuse. No image or video was available for review. A review of the instrument log for the harmonic ace (part number 480275-08/ lot number l90211213-0299) associated with this event has been performed. Per logs, the harmonic ace instrument was last used during a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 0 use remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraoesophageal surgical procedure, the harmonic ace instrument broke in two pieces. The procedure was completed with no reported injury. The da vinci 8 mm harmonic ace curved shears is a single-use, sterile instrument used to deliver ultrasonic energy to enable transection and coagulation of tissue. It is designed to be used in conjunction with a compatible da vinci surgical system and a compatible ethicon endo-surgery generator and hand piece. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.